Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: dim, discolored display.

Manufacturer narrative:
Submitted: 06/24/2013, device evaluation: on examination, the battery compartment was confirmed to be cracked at the threads. The display lens was noted to be dim and discolored. A test display was attached to the pump and illuminated properly without discoloration.